Manufacturer narrative:
Upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction or caused a serious event.

Event description:
New information received stated that the device did not exhibit any anomaly. The device remained implanted and in use.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted. The primary indication for device explant was not reported.